Event description:
A customer reported he received a reading of 145 mg/dl on his blood glucose meter in 2009, and took 5 units of insulin. The customer additionally reported he experienced symptoms of dizziness and loss of consciousness, and then his mother called the paramedics. The paramedics reportedly tested the customer's blood glucose level and received a reading of 37 mg/dl (meter unknown). The reported readings of 145 mg/dl and 37 mg/dl were not obtained within a ten minute time frame. The customer also reported he was treated with a glucose shot and ate a sandwich. No further medical intervention was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
(B) (4). As no product was returned and no test strip lot was reported with this complaint, a DHR of the meter was requested. The device history report for meter (B) (4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once the product is returned and investigation results are available.

Event description:
It was reported that the patient has expired, due to unknown reasons. No further details were provided. The date of patient's death and implant duration are unknown.

Manufacturer narrative:
(B) (4).

Event description:
It was reported that a site was obtaining an warning message stating "programmed current is possibly not being delivered at the specified level (possibly limited by battery voltage, lead impedance or other reason). Reprogram the pulse generator to a lower output current and a wider pulse width" when they would perform a final interrogation after adjusting the patient's settings. The nurse stated he would re-perform the systems diagnostics, re-interrogate the device, and then the programmed settings would appear without any warning message. The nurse stated this has happened with a total of three patients. This MDR will house the first patient, MDR 1644487-2010-01145 will house the second patient, and MDR 1644487-2010-01144 will house the third patient. Good faith attempts to obtain add'l info including pt and product info have been unsuccessful to date.